Event description:
It was reported that on (B)(6) 2023, a small flexnav delivery system(ds) was selected to implant a navitor 23mm valve with no complications. The delivery system was supported by a (non-abbott device). Upon delivering the valve, the team pulled the delivery system back into the descending aorta. The physician intention was to remove the guidewire from the patient first before the delivery system. While managing the wire in preparation to remove the ds, they pulled the wire into the ds. It (non-abbott device) seemed to get stuck in the distal end of the ds (in the vicinity of the capsule) and started to unwind in the ds. The delivery system stripped the wire. They got the wire out, the patient was fine and unaffected by the event. No issues was noted to the implanted valve. The patient is stable.

Manufacturer narrative:
An event of difficulty retracting a non-abbott guidewire through a delivery system was reported. Information from the field indicated that the guidewire seemed to get stuck in the distal end of the ds (in the vicinity of the capsule) and started to unwind in the delivery system. The device was returned to abbott and investigation found there were no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a small flexnav delivery system(ds) was selected to implant a navitor 23mm valve with no complications. The delivery system was supported by a (non-abbott device). Upon delivering the valve, the team pulled the delivery system back into the descending aorta. The physician intention was to remove the guidewire from the patient first before the delivery system. While managing the wire in preparation to remove the ds, they pulled the wire into the ds. It (non-abbott device) seemed to get stuck in the distal end of the ds (in the vicinity of the capsule) and started to unwind in the ds. The delivery system stripped the wire. They got the wire out, the patient was fine and unaffected by the event. No issues was noted to the implanted valve. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.